Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center.

Event description:
It was reported that the rotawire and rotalink became entrapped with each other. A 330cm rotawire was selected for use together with a 1.75mm rotalink plus. During procedure it was noted that the wire could not be pulled out from the burr. The wire was forcibly removed together with the burr. The procedure was completed with a different device. No patient complications were reported.